Event description:
On (B)(6) 2014, the reporter contacted animas alleging that after battery changes; the bolus history would be lost. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/28/2014 with the following results:a review of the black box showed a time and date reset to factory default on 02/03/2014. A review of the bolus history showed that immediate boluses prior to and after the pump¿s time and date reset were present in the bolus history. The time and date were accurately set at the start of investigation. The pump was able to be exercised for 24 hours with no errors, alarms, or warnings. A 10 unit manual bolus and a 10 unit audio bolus were performed. The pump was powered off until the time and date reset to factory default. Both boluses were then present in the bolus history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.